Event description:
It was reported via the stryker facebook page, "I am 2 months out from tkr with mako. My knee is stiff and still hurts some. I am still doing pt. I thought I would be further along. Pt and dr say I am doing great".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.